Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.25mm rotapro and rotawire drive were selected for use. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire. During procedure, the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There were no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues.

Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.25mm rotapro and rotawire drive were selected for use. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire. During procedure, the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There were no patient complications were reported.